Manufacturer narrative:
(B)(4). Batch # 850a90. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device (a) was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pcee60a with lot number x95761, and no non-conformance's were identified. Manufacturing date: 06/19/2022, expiration date: 05/31/2025.

Event description:
It was reported that during a whipple procedure after seven or eight firings the device would not fire again. While reloading the device the anvil looked bent. A new device was opened and it would not fire. A third device was used to complete the case with no patient consequences.